Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) alarm, followed by a cascading system error 2367 alarm. This occurred on the homechoice (hc) during dwell 5 of 5, while the hp was connected. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. The technical service representative (tsr) had the hp cycle the power in order to clear the alarms. The hp was going to finish the therapy using manual supplies. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not available, an evaluation could not be performed. If additional relevant information is received, a follow-up report will be submitted.